Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that one day post-implantation of the lvad, the patient presented with increasing chest tube output due to bleeding in the pump pocket, internal mammary artery (ima) and sternum. A re-exploration of the chest was performed to repair the bleeding. Patient was also transfused. It was reported that the bleeding resolved and the patient recovered.